Event description:
It was reported that a malfunction occurred on a pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.